Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to abrasion while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt pain near around the site where the implantable pulse generator (ipg) was implanted. It was also reported that the right atrial (ra) lead exhibited noise and was fractured. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.